Event description:
It was stated in the report that after the patient had a tracheostomy tube in place, routine dressing changes were performed. The rope tie has broken for unknown reasons, making it impossible to secure effectively. There was a patient involvement/no harm reported.

Manufacturer narrative:
E1- customer email reported as (B)(6). If addition information become available report will be updated. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.